Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using indigo system separator 5 and indigo system cat 5 aspiration catheter. During the procedure, the physician attempted to insert the separator 5 into the cat5 catheter; however, the distal end of the separator 5 was found to be kinked. The separator 5 was removed and the procedure successfully continued using another separator 5. There was no report of an adverse effect on the patient.